Manufacturer narrative:
Product evaluation found lens returned dry in a micro centrifuge vial with clear surgical residue/debris on product. Visual inspection found no visible damage and debris and clear residue on lens. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). Work order search: no similar complaint types were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1 mm vticmo12.1 implantable collamer lens, -17.0/+1.5/82 diopter, in the patient's left eye (os) on (B)(6) 2017. The patient experienced lens rotation not associated with low vault. On (B)(6) 2017 the lens was repositioned and exchanged for a longer lens in the same surgery. The problem was resolved. The reporter mentioned that the surgeon tried to reposition the lens first, but it was not satisfied to resolved the issue. So he exchanged the lens in one size larger.